Manufacturer narrative:
(B)(4). Lot number: the reporter stated that the device's lot number was either 14j062 or 14n028. Mfg date: lot number 14j062 was manufactured september 30, 2014 ¿ october 1, 2014; lot number 14n028 was manufactured december 12, 2014 ¿ december 13, 2014. A batch review was conducted for both potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during infusion of fluorouracil. The reporter stated that the expected therapy time was 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.